Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no phacoemulsification power. Additional information has ben requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The system was manufactured on december 16, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The ground resistance of the handpiece was measured and found to be within specifications. The handpiece was then primed and tuned without error on a calibrated console. The handpiece was run successfully at 100% power on the system for 5 minutes. Finally, the u/s and torsional strokes were measured and found to be within specification. The only nonconformity noticed was on the dynamic handpiece test report ¿ the handpiece serial number on the report did not match the serial number on the product itself. The dynamic tuning fixture (dtf) was known to be functioning correctly as other handpieces were tested and read correctly. Furthermore, the handpiece serial number was not the manufacturers serial number. The handpiece was disassembled for further evaluation and no nonconformities could be found. Disassembly, however, does not reveal the eeprom, the component that stores the serial number data. Itc facilities do not have the capability to inspect this component. Although the reported event was unable to be replicated as the handpiece functionally met specifications, the cause of the serial number mismatch cannot be determined conclusively. As a result, the cause of the reported event remains inconclusive. (B)(4).